Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had received critical pump error alarm. The customer¿s blood glucose level was unknown. The customer reports they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error alarm. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No critical pump error alarm noted. However the device received with white spot at the upper right corner due to electronic assembly damaged by moisture. The motor assembly found with traces of corrosion per visual inspection. The device received with cracked case on the back at the battery tube area and belt clip rail case corner.